Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the alarm did not stop when the stop button was pressed. No patient consequences were reported. No adverse effects were reported.